Event description:
The patient was hospitalized for elevated blood glucose levels and dka after discontinuing insulin pump use and administering insulin via injection.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation demonstrated that the pump was operating within required specifications and delivery accuracy. The pump emitted error alarms which were verified in the history but could not be duplicated. The patient discontinued pump use and returned to injections prior to the hospitalization.